Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing dizziness. Upon review, it was determined the patient had 5 noise reversion episodes beginning in (B)(6) 2017. It was unclear if there was a connection between the patient¿s dizziness and the lead noise. Efforts to reproduce the noise were unsuccessful. Programming changes were made. No further information was available.